Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable collamer lens, -12.00 diopter, tore during loading and there was no patient contact. The lens was replaced with another same model/ length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).